Event description:
During the diagnostic procedure, an air leak was noted in the introducer. The sheath was introduced from the puncture site along with the guidewire, and then the guidewire and the dilator were removed. When the sheath was flushed to remove air from inside the sheath, air was aspirated via the hemostasis valve. Several attempts were made to remove the air with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.